Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0841, awareness date 27-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. Consumer reported: I have had essure since (B)(6) 2012. Just this year alone, I have had my period 20 times. Other symptoms have been bloating, brain fog, heavy periods, blood clots, hives on my back, face, and neck, dental issues, mood swings, vaginal bleeding after a bowel movement, ovarian cysts, lower sex drive, and left side ovary pain. I have possible adhesions and endometriosis or perforation. My obstetrician / gynecologist was scheduled to do a laparoscopic scope on (B)(6) 2015. When I received my surgical paperwork, she included cutting out my tubes. When I questioned her on removing essure with no experience and I showed her the physician manual that said the ablation they did last year was against the recommendations she became defensive and then refused any surgery. I've been a perfectly healthy woman and essure is ruining my life. I now have to start all over after two years of fighting for removal with a new physician. Ptc investigation result was received on 19-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who experienced heavy periods with clots after essure (fallopian tube occlusion insert) insertion. She was submitted to an endometrial ablation approximately 2 years after device placement. She also stated she had a possible endometriosis or perforation (regarded as uterine perforation). Only endometriosis is unlisted according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer's possible endometriosis could be an alternative explanation for her heavy periods. However; since neither endometriosis nor perforation were confirmed at the time of this report; a contributory role of essure cannot be excluded. This case was regarded as incident, due to the reported endometrial ablation (required intervention) for bleeding's treatment. In addition non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.